Manufacturer narrative:
(B)(4) - urinary retention. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure in (B)(6) 2010. The pt stayed overnight and then went home. The pt could not urinate and had to go back to the emergency room. The pt was given a catheter for three weeks and then had to self catheterize for several weeks. The pt is doing better now.